Event description:
The customer reported being hospitalized due to low blood glucose of 40mg/dl. Initially, the customer called to request more infusion sets. Troubleshooting was declined. Explained the caller to call back to provide more information on the event since she is not feeling well due to her low glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.